Manufacturer narrative:
H3 - device evaluation: the lens was returned dry with residue/debris in a microcentrifuge vial. Visual inspection found haptic torn to the lens. Dimensional inspection found the lens to be within specifications. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. Claim # (B)(4).

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -5.0/1.5/089 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2024 the lens was exchanged for a different power lens due to refractive surprise and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
H3 - device evaluation 3331 - device history record (DHR) review - the device history records indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. The product evaluation failed at cylindrical functional testing. The cylindrical value was 0.1 d out of tolerance for the cylindrical power. This is most likely due to handling and likely did not contribute to the issue experienced by the physician or patient. Due to the resolution of refractive surprise with an increased spherical power, it is likely the noted issues are contributed to the selected targeted under correction. Claim # (B)(4).